Manufacturer narrative:
The event description provided with the incoming information was based on a misunderstanding. An open repair was scheduled on (B)(6) 2021, to explant all devices and treat the lesion with a dacron graft, but it was not performed because of severe heart failure and inflammatory processes requiring mitral valve clipping prior to any other surgery. The patient has not consented to any further surgery. Based on this updated information the reporting decision was re-evaluated. There is no allegation against the device; it remains implanted. Therefore the event does not meet the parameters of a reportable serious injury or a reportable malfunction. Therefore this report is being retracted.

Event description:
On (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with an gore® excluder® conformable aaa endoprosthesis (cxt2814141e) and two an gore® excluder® aaa endoprosthesis (plc201000 and plc141000). Reportedly, the long aortic neck of the aneurysm had an 86° angle. The completion computed tomography angiography (cta) showed perfect placement of all endoprostheses and demonstrated aneurysm exclusion with no endoleaks present. On (B)(6) 2021, a follow up cta was acquired. The images demonstrated that the cxt2814141e was dislodged more than 10 mm. It has lost seal proximally and slipped into the aneurysmal sac. It was stated, that no enlargement of the aneurysmal sac was observed. Reportedly, endovascular repair was not possible. An open repair was scheduled on (B)(6) 2021, to explant all devices and treat the lesion with a dacron graft. This reintervention was cancelled, because of severe heart failure and inflammatory processes. The patient requires mitral valve clipping prior to any other surgery. The patient has not consented to any further surgery. It was stated that the patient is doing well so far.

Manufacturer narrative:
(B)(4). Images of the case have been provided and were evaluated. The imaging evaluation summary states the following: the aortic angle appears to be 72 degrees ¿ double oblique measurement. Proximal neck diameters 24-25 mm (average), 25.0-27.3 mm (maximum). Unable to assess migration as no images depicting an infra-renal implantation were provided. The cxt device appears to be 45 mm distal to the lowest renal artery. In total 2 medwatch reports related to this adverse event are being submitted to FDA, one for each product family. All reports refer to the same patient identifier ch.k. The manufacturer report numbers were not available at the time of submission of this report. Explanted devices: gore® excluder® conformable aaa endoprosthesis, catalog cxt281414e, s/n (B)(4). Gore® excluder® aaa endoprosthesis, catalog plc201000, s/n (B)(4). Gore® excluder® aaa endoprosthesis, catalog plc141200, s7n (B)(4). Both plc devices belong to the same product family, therefore only one report for both plc devices is being submitted.

Event description:
On (B)(6) 2020, the patient underwent endovascular repair of an abdominal aortic aneurysm with an gore® excluder® conformable aaa endoprosthesis (cxt2814141e) and two an gore® excluder® aaa endoprosthesis (plc201000 and plc141000). Reportedly, the long aortic neck of the aneurysm had an 86° angle. The completion computed tomography angiography (cta) showed perfect placement of all endoprostheses and demonstrated aneurysm exclusion with no endoleaks present. On (B)(6) 2021, a follow up cta was acquired. The images demonstrated that the cxt2814141e was dislodged more than 10 mm. It has lost seal proximally and slipped into the aneurysmal sac. It was stated, that no enlargement of the aneurysmal sac was observed. Reportedly, endovascular repair was not possible. Therefore, on (B)(6) 2021, cxt2814141e, plc201000 and plc141000 were explanted and the lesion was repaired with a dacron graft. It was stated that the patient tolerated the procedure and is doing well.